Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: the motiva flora® tissue expander must be filled via an integrated port, which is found via an external motiva flora® port locator through the rfid signal emitted by the air wound coil placed inside the needle stop. The air wound coil is intended to interact with the port locator to identify the location of the injection port motiva flora® tissue expander contains a rfid transponder that provides an electronic serial number (esn) that is unique to each device, so it can be matched to a database of internal records for traceability. The use of an rfid signal to identify the center of the injection port is an innovative technology not available in other tissue expanders on the market. Malfunction of the expander in the early postoperative period is rare. Proper placement of the expander and confirmation of port patency after skin closure during the operative procedure should be sufficient to avoid need for any revision surgery a motiva flora® port locator is required to locate the injection site. It is an external reusable device that uses rfid technology which is compatible only with the motiva flora® tissue expander. While the injection site can be generally identified by palpation, to avoid breast tissue expander perforation always verify and confirm its location using the motiva flora® port locator before each filling. Fixation tab rupture: be careful to avoid piercing the shell when suturing the tabs. Discard the device and use a new one if damage occurs. Do not cut the truefixation® tabs even if you do not use them as fixation devices. Attempting to cut the truefixation® tabs can damage the expander¿s shell with the possibility of rupture. Immediately before insertion, examine the device by gently manipulating it, carefully checking for rupture or particulate contamination. Device was received in the lab and is going to be tested to identify the root cause of the events.

Event description:
It was reported a malfunction of expander port detection and fixation tab rupture. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
General conclusion: -a relationship between the alleged event and the device involved: yes. -event analysis: fixation tabs rupture. Tests were performed according to ¿wi-001048 pms laboratory testing units¿: the visual inspection of the unit found a fixation tab rupture. Visual inspection under microscope reveals stress marks in the rupture section of the fixation tabs. After a revision under a microscope of the ripped section of the tabs, stress marks were detected. These marks presented the same patron of the ruptures causes by stress simulated in the laboratory. Stress marks are generated when the implants suffer a rupture caused by a tension force applied over a small area of the silicone tab surface. Test results: considering this, it can be concluded that the rupture of the tabs alleged, occurs due to excessive force applied during the surgical procedure that tied the implant tabs. Additionally, after completing the testing, the alleged port not found was not confirmed since there was no malfunction in the port reading. Rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. DHR review: a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.